Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. There was no adverse impact to the customers blood glucose level. Customer continued to use the pump for insulin therapy.